Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported that the asahi prowater 180 was being used to treat a lesion in the distal left anterior descending artery (lad) and a perforation was noted. The perforation was treated with a balloon catheter. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: perforation is a known adverse side effect associated with the use of the device. No prod malfunction was reported and there was no indication of a prod quality issue.